Manufacturer narrative:
The following fields were updated due to additional information: d10. Device available for eval?: yes. D10. Returned to manufacturer on: 7/8/2020. H6. Investigation: a device history review was completed for material number 383319 and lot number 9327783. Multiple quality tests were completed by quality assurance technicians and all results were within specification. The defective sample and 11 representative samples were returned for evaluation to our quality team. Through examination of the defective sample, the inner/outer assembly was found to be separated from the safety device which lead to an exposed needle. The representative samples were functionally tested and none were shown to have values out of specification. Due to the damage observed on the defective sample, it is possible that this incident resulted from excessive force during device activation. However, at this time an exact cause cannot be identified. H3 other text : see h10.

Event description:
It was reported that when removing the bd saf-t-intima¿ IV catheter safety system needle after insertion, it wouldn't engage into the safety device and "sprung out" on the user's arm. The following information was provided by the initial reporter: "have a lot number 9327783 that had a unit fail when putting in. The needle didn't engage into the safety device." "Can you confirm when event occurred? (During, after use?)the sub q set was being put in and when they were removing the needle after insertion it didn¿t engage into the safety device. Were there any needlesticks reported? No needlestick it did spring up on her arm but didn¿t poke her. Can you confirm there was no patient/staff harm? That is correct but it could have been because of the way it sprung out."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that when removing the bd saf-t-intima¿ IV catheter safety system needle after insertion, it wouldn't engage into the safety device and "sprung out" on the user's arm. The following information was provided by the initial reporter: "have a lot number 9327783 that had a unit fail when putting in. The needle didn't engage into the safety device." "Can you confirm when event occurred? (During, after use?) The sub q set was being put in and when they were removing the needle after insertion it didn¿t engage into the safety device. Were there any needlesticks reported? No needlestick it did spring up on her arm but didn¿t poke her. Can you confirm there was no patient/staff harm? That is correct but it could have been because of the way it sprung out."